Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).